Manufacturer narrative:
(B)(4). Batch r5ad6t. Investigation summary: the analysis results that one psee45a device was returned with no visual non-conformances and with a gst45g cartridge reload present. The reload was received unfired. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: gst45g, r5a66f, unfired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic rectopexy procedure, the stapler could not be reloaded. The magazine could not be inserted, it blocked. Surgery was finished with a new device, same lot, without any consequences for the patient.